Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed, and the cause appeared to be use-related. The product returned for evaluation was one 35 mm intraosseous (io) needle. The sample was received with its opened packaging. The sample was received assembled, with the obturator inlaid through the needle shaft. Usage residues were observed at the needle tip. The needle shaft was bent at the base, just distal of the luer adapter. The tip of the needle appeared deformed. Microscopic inspection of the needle confirmed tip deformation. The needle tip was curled and exhibited material flow throughout the deformed region. The bend in the needle shaft appeared consistent with excessive pressure applied during attempted device placement. The tip deformation and material flow suggested that resistance was encountered during the drilling process, potentially due to contact with a hard surface, such as a metal implant. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported an io needle bent during a recent training event in a cadaver lab.